Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a proglide device using the pre-close technique prior to an unspecified interventional procedure. Reportedly, the needles did not fix [connect to the cuffs] correctly during puncture and the suture was not present when the plunger was pulled back. The suture of an additional proglide device was successfully pre-placed. The sheath was upsized to a sheath greater than 10f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿needles did not fix [connect to the cuffs] correctly¿ was not confirmed. Additionally, a guide separation was observed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed emdr report, additional information was received: a guide break was found during evaluation of the returned proglide device. It could not be confirmed when the guide break occurred. No additional information was provided.